Event description:
A 6f angio-seal vip was selected and deployed following a diagnostic coronary angiogram. Three days post-procedure, the patient was dressing and felt a pain in the right groin. The patient was re-admitted with a pseudoaneurysm of the right external iliac artery, and a large retroperitoneal bleed requiring surgery, which were diagnosed via computed tomography. The pseudoaneurysm was repaired and the angio-seal used to close the femoral artery was removed as it was through the pseudoaneurysm. Post-intervention, the patient was recovering in stable condition. The patient's medications included aspirin (unknown dose/strength) and plavix (unknown dose/strength).

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.